Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 5 or 6 times during prime. The customer also reported he received a motor position encoder error alarm. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery, and another error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion or excessive no delivery tests due to the constant motor error alarm during bolus delivery. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.